Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. Thre pt's blood glucose results were 240 compared to the labs 306 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.